Manufacturer narrative:
Updated patient outcome grid.

Event description:
When the device was retrieved for use on a patient, the user discovered the battery was completely drained. There was no harm or consequences to the patient.